Event description:
Subsequently to the initially filed report, the following information was received: one month after the procedure, computed tomography and ultrasound were performed at the calcified access site. It was noted that a dissection had occurred due to excessive force. Specific patient information has been documented. Details are listed in the article, "vessel wall avulsion following incomplete closure with perclose proglide: a rare complication." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, dissection had occurred due to excessive force. Per the instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty, subsequent treatment and patient effect appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The patient effect of vascular dissection is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect - clinical code 4559 was removed and code 3160 was added. H6 - medical device problem code 2017: excessive force. Attachment: article titled, vessel wall avulsion following incomplete closure with perclose proglide: a rare complication.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid artery stenting interventional procedure with an 8f sheath. Reportedly, the suture fell out from the anatomy during the knot advancement [malposition of suture]. Vessel tissue was observed on the suture when it fell out, but no treatment was performed. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty, subsequent treatment and patient effect appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.